Event description:
The account alleged the brake casters set and hold, but swivel if the stretcher is pushed from the side. No pt impact.

Manufacturer narrative:
The account replaced the brake casters to resolve the issue.